Event description:
It was reported that the cardiosave intra-aortic balloon pump customer stated has an error of electrical test code 50.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10, h11 corrected field: d4(version or model, catalog, unique identifier (UDI)), g2 additional contact details: events site state-(B)(4). Phone number- (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) unit had error of electrical test code 50. A getinge field service engineer (fse) confirmed issue. He did reset all connections but still error is not resolved. Required motor control pcb for further diagnostic. There was no patient involvement.

Event description:
N/a